Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon evaluation, the monitor had an open circuit on the computer analog board between resistor (r902) and pin 3 of a micropower operational amplifier (u902). The open circuit was within the battery voltage detection circuit preventing the monitor from detecting the voltage of a battery. As a result, the monitor was displaying constant "discharged battery" and "replace battery" messages. The cause for the open circuit cannot be positively determined. No adverse event resulted from the open circuit. The patient received a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report that she is receiving constant "replace battery" messages with both battery packs. The patient was issued a replacement monitor.